Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 with a low blood glucose level of 28 mg/dl. Customer stated that he fell asleep before a meal and his blood sugar went down. Customer was incoherent at the time of the incident. Customer was hospitalized due to a low blood glucose level only. Customer was given his medication and kept in the hospital until he recuperated. Customer was wearing the pump at the time of the emergency room visit. No further assistance required.